Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, equipment that is not suitable for users with a problem during an intervention. Additional information received on 2016-12-19 digitex was stuck in patient. - linked to (B)(4) (2 lot numbers have been used so this is the second lot number used during procedure ) devices returned in (B)(4): "the device is blocked when performing sutures on the ligament withdrawal with difficulty. Consequences: only 3 attachment point made to the patient instead of the 4 planned - surgery ended in failure, without fourth point - the fixation point missing is at the arcus tendinous - no negative impact to the patient as the sales rep know.